Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcbs). The cse performed extended self-testing on the device and all tests passed. Covidien reference: (B)(4).

Event description:
Covidien received information stating that the 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.